Event description:
It was reported that the device provided inaccurate pr values. Customer reported that he tested the device on himself and discovered the pulse rate was 20 beats higher than his actual pulse rate. Customer also reported that he is a runner with a heart rate of 50 and the download showed a heart rate of 760-80. There were no impact or consequences to the pt.

Manufacturer narrative:
The device returned that was involved in the reported event was evaluated. A visual inspection of the external surfaces of the device concluded no external damage to was observed. A simulator was used to verify the functionality of spo2 and pulse rate and both were found to be functioning as designed. Testing was also performed using a known good sensor. Testing showed the unit to provide both audible and visual alarms when the alarm thresholds for spo2 and pulse rate were reached. Therefore, the customer complaint could not be duplicated. However, a software issue was observed where the trend data was unable to be downloaded. A review of the history for this device was performed and it was concluded that the device was in the field for over two (2) years with no previous returns for servicing or other issues prior to the reported event.

Manufacturer narrative:
The product has been returned to masimo for eval. When the investigation is complete a follow up report will be submitted.